Event description:
Customer's father called to say they place a pod on at 5:33pm, his daughter's blood glucose (bg) was 105 mg/dl at the time. He said her bg went up from there and they changed the pod a little after midnight. Her bg's ranged 105 mg/dl - high before removing the pod. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.